Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis which caused peritonitis. The break in aseptic technique was further described as the transfer set disconnected from the titanium adapter and was reconnected by the patient who then continued peritoneal dialysis therapy. The peritonitis was manifested by nausea and dehydration. Beginning on the day of onset, the patient was treated with vancomycin intraperitoneally (dosage and frequency not reported) for the peritonitis. Treatment with vancomycin continued from the day of onset for twenty-one days. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. The patient was retrained on proper aseptic technique. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The date of the disconnection was (B)(6) 2014 (not the previously reported (B)(6) 2014). Manufacture facility was updated to reflect the manufacture site of titanium adapters. 510k number was updated for the titanium adapter. It was reported that a patient experienced a disconnection of a transfer set and titanium adapter coincident with peritoneal dialysis therapy. As a result, the patient picked up the transfer set and connected it back in order to continue the therapy, which led to the peritonitis. A week after the onset of peritonitis, the patient went to the emergency room due to the dehydration, but was not admitted. This is report 2 of 2. A breach of aseptic technique by the patient was reported which, along with the disconnection, contributed to the peritonitis event. If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown titanium adapter involved in this event and the transfer set report is addressed in (B)(4).

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.